Manufacturer narrative:
The srt installed a new flowmeter and the ccm readings matched the external flowmeter.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the central control monitor (ccm) displayed 0.85 liters per minute (l/min) while an external flow meter showed 0.0 l/min when the flow control know was turned all the way clockwise. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's suppliers evaluation, the differential sensor output contained a value of 13,271 with zero pressure was confirmed upon receipt. The sensor read value was 3,380 counts higher than the value which it left. Assuming full scale span on the device of 38,000, which is common and nearly ideal value, this shift is consistent with the manufacturer's reported reading of 0.85 liters per minute (l/m) out of full scale range of 10 l/m. Voltage on differential pressure sensor pins was measured before and after removal from main board with no effect, indicating that the sensor itself is the cause of the differential pressure zero shift and not the components on the main board. Visual inspection revealed white residue of an unknown origin and chemical makeup where the ceramic meets the sensor leads. This residue could cause sensor signal shift. The residue was removed using flux remover, but no change to sensor output occurred, suggesting this residue may not be cause of failure. The sensor then was opened up and was checked for signs of damage with the aid of a microscope but no evidence of damage was observed. The supplier does not contain facilities to measure force to check wire bonds for fault, but several wire bonds were found to offer no resistance when touched and became disconnected from sensor die. The supplier awaits response from sensor manufacturer for confirmation of exact nature of sensor failure, but concludes that quality of sensor was the root cause of the failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) observed that with the flow set to 0.00 liters per minute (l/min), the output of the flowmeter shown on a central control monitor (ccm) was 1.58 lpm and was 0.00 l/min on an external flowmeter. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.